Manufacturer narrative:
The event date reported was (B)(6) 2020. There is no additional patient information or event information available. The device is not available for evaluation; as such a definitive root cause of the reported complaint cannot be determined. Manufacturing and quality control review was performed for the affected lot number without showing any non-conformities or deviations regarding the described issue. Supplemental report(s) will be filed as any additional relevant information becomes available.

Event description:
As reported for this event, during the transurethral resection of the prostate (turp) procedure, the device loop broke while being used and stopped working. No adverse impact to the patient was reported.